Manufacturer narrative:
Corrected information is provided in h.11. The company representative was able to replicate the reported event. The footswitch was replaced to address the issue. The footswitch was returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The footswitch was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned footswitch was installed into a calibrated. The console started and displayed sm and subsequently caused the laser to go into standby mode. The reported event of sm was not confirmed. Unrelated to the reported event, sm was displayed when depressing the footswitch, which is in result of a nonconforming the root cause of the reported event is attributed to the wear/reliability of the footswitch. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery an ophthalmic system displayed an error code due to which the surgical procedure was changed and completed without any problem. Procedure details and patient impact were not reported.

Manufacturer narrative:
The company representative was able to replicate the reported event. The footswitch was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to a nonconforming footswitch. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).